Event description:
2 weeks after getting breast enlargement with polytech pu coated drop shaped replicon implant (275cc high profile) I noticed several health symptoms: (was copied from my notes) explant date is on (B)(6) 2024. Anxiety, depression, sleep disorder for 3 weeks, restlessness, rapid heart palpitations, wine rashes on the chest, neck and face, pollen allergy like symptoms (had a negative prick test) stuffy nose, itchy, fever, memory disorder, lack of focus, disorientation, schedule, pain in the hands, tense muscles, depression, loss of appetite, difficulty breathing, as if the everything would not be fine with my legs insomnia, felt extremely high adrenaline. Always awake, riding indoor cycle form 1 or 3 am for an hour. Fatigue, no appetite, zero sex drive. Crying every day, massive depression for 8 weeks, anxiousness dizziness moving leg syndrome waking up every 30 minutes due to sleep disturbance anxiety allergic flare-up on the chest started on february 12 and went on, I was given an antihistamine on the face (photo) an internal itchy feeling from the beginning of february unexpectedly, the center of my chest was pierced, pain ¿30/10¿ lasted about 20 minutes I have a shooting pain under the right breast implant (B)(6) 2024 cold shaking for hours even under a blanket back there as if he were running his hands along the piano tinnitus non-stop lack of focus, I can't focus on remembering things when talking to me or watching a movie confused, unpleasant lethargic feeling dandruff, hair loss, nail breakage pinching under the implants the bones of my right hand hurt ¿(B)(6)¿. Shooting pain from larger wrist to wrist, left arm from elbow to wrist (B)(6) shows two red spots appearing on the fingers acne, rashes on the back allergic symptoms, nasal congestion (B)(6) 2024. Shooting pain in my left arm march 26 I have a pain in my left breast chest pain april: rib pain rib pain on the left side pain in fingers and joints I got hospitalized 2 times also went for several health checks. I am normally not ill. Once for extreme anxiety, I got treated with xanax, one for heart palpitation and shaking dizziness heart attack like symptoms. Once I visited a pulmonologist because of asthma like symptoms when lying flat. Reference report #mw5154269.